Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged ear clip. Event history log review could not confirm the reported issue but found ¿system advisor: primary critical data corrupted¿. Functional testing was unable to replicate any alarms. The exact root cause was unable to be determined; however, the issue found in the event history log occurs if primary data was corrupted and backup data was used to store primary values. The main board, interconnect pcb, radio and antenna were replaced as a preventive measure and ensured connection was intact from the interconnect pcb to the main board. Service history review identified there was a previous service in february 2024 for a similar issue; however, upon downloading the event history log, it was clear that what was being reported was not the actual device issue as the actual issue was ¿system advisor: primary critical data corrupted¿.

Event description:
It was reported that the device exhibited a system failure and primary audible bgnd alarm that were impossible to remove when turning the device off then on again. There was unknown patient involvement and unknown patient harm.